Event description:
It was reported that during hospitalization the pt experienced a stroke. The pt had right homonymous hemianopia to finger wiggle and had wiggle, suggesting a left stroke. A head CT showed no evidence of hemorragic conversion; however, an MRI revealed a left pca infarct with no evidence of hemorrhage. No action or treatment was taken and reportedly the pt was discharged home in stable condition. No additional information is available.